Event description:
The customer reported to baxter (B)(4) a solution administration set with 3-way stopcock that showed difficulties during use. According to the report, the administration did not stop when there was no fluid left in the solution bag. It was also reported that this is a recurring issue that has occurred an unspecified number of times in the past. The condition was reported to have occurred during patient use. No patient injury or medical intervention is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction. Sample is not available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.